Event description:
It was reported that the spinal cord stimulation (scs) patient experienced a wound infection at the site of the implantable pulse generator (ipg). The patient underwent a revision procedure where the ipg was explanted. The device was discarded at the facility and was not returned to bsc.